Event description:
The customer states that the cell-dyn 1800 analyzer generated false waste full alarms. Field services was dispatched and replaced the waste outlet tube assembly to resolve the issue. There was no direct exposure or injury for this issue and no impact to pt management reported.

Event description:
The hill-rom field tech found that the brakes would not hold on this bed. He found that the brake casters were worn due to the age of the bed. He replaced the casters to correct the issue. No incidents or injuries were reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this complaint is no longer reportable.